Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code lc indicative of long charge times. An engineering review of the device data noted that the charge times have been increasing and a charge time out (charge not completing within 45 seconds) is possible in the future. The cause of the long charge time is not clear from the device data however, the battery voltage recently had a decrease which could be related to advisory behavior. Device replacement recommended. The device was explanted and replaced.

Manufacturer narrative:
The returned s-ICD was analyzed, and a review of device memory found that the remaining battery life to elective replacement indicator (eri) was 8%. The device passes longevity calculations when using the explant date as the date eri was set. A review of the device memory noted no resets, errors or fault codes. The device passed automated electrical testing commensurate with the battery voltage. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code lc indicative of long charge times. An engineering review of the device data noted that the charge times have been increasing and a charge time out (charge not completing within 45 seconds) is possible in the future. The cause of the long charge time is not clear from the device data however, the battery voltage recently had a decrease which could be related to advisory behavior. Device replacement recommended. The device was explanted and replaced.